Event description:
The pt's surgery site reportedly was swollen in 2005, the surgeon opened the pt's skin flap and cleaned out the site. In 2005, the surgeon performed the same skin flap surgery. The pt's device remains implanted. The pt continues to be monitored by the center.